Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Distal connectors of two tigerpaw system ii devices were not engaged. The not engaged connectors were not on tissue and were cut off without additional medical intervention. No known blood lost or injury referred to this event.